Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device switches off itself during a patient's treatment, no alert in any way, the lights on the front panel will blink, and do not want to start up after that. No patient impact or consequences were reported.